Event description:
It was reported that the patient had an implantable neurostimulator (ins) replaced due to an over-discharged battery. The battery ov ER-discharge was discovered due to an inability to program. The manufacturer representative tried 3 or 4 physician mode recharges, but it didn't work. An x-ray was conducted and it was determined the battery was not flipped. The patient experienced hip pain. The ins was hard to access and tilted in the pocket. The patient's compliance with the recharging schedule was the primary reason for over-discharge. Due to the patient's girth, obese abdomen, and mental instability, recharging was too difficult and the doctor opted for a replacement. The patient recovered without sequela.

Manufacturer narrative:
Product ID 377845, lot# v013079, implanted: (B)(6) 2006, product type lead; product ID 377845, lot# v023008028, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4) implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).